Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported obstruction/occlusion, pain, vasoconstriction, medication required and related medical intervention appear to be related to operational context. In this case, it is possible that the obstruction/occlusion, pain, vasoconstriction, medication required and related medical intervention is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported the patient had restenosis in the anterior tibial artery (ata). The patient's last intervention was balloon angioplasty, which did not yield a positive result. As a last intervention attempt, the physician intended to treat the total occlusion with a stealth 360 peripheral orbital atherectomy device (oad). The wire passage was complex, but the physician was able to advance the viperwire guide wire intraluminal in the target vessel. The first treatment was performed on low speed. The patient immediately experienced severe pain in the lower leg. The procedure was paused, then continued. Angiographic imaging showed no visible result, which was initially interpreted as a strong spasm. Spasmolytica was administered. The ata occluded after atherectomy, above the actual occlusion site. Since the pain was severe, orbital atherectomy was aborted. The physician proceeded to dilate the vessel at 4 bar. After intervention, the physician suspected a vessel spasm occurred. A day post procedure, the physician stated the toe appeared pale and showed no perfusion. An amputation was likely required prior to attempting the procedure. The physician believed process for amputation may have been accelerated due to the attempted procedure. Additional information was received indicating in the physician's opinion, the occlusion occurred due to the spasm and possibly thrombotic materials in the vessel. In the physician's opinion, the oad was not the cause of the occlusion. The patient's foot was amputated three days post procedure. It was indicated the amputation was going to take place regardless of the orbital atherectomy treatment due to patient comorbidities. However, orbital atherectomy contributed to a need for amputation to occur sooner than anticipated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the patient had restenosis in the anterior tibial artery (ata). The patient's prior intervention was an unspecified balloon angioplasty, which did not yield a positive result. As a last intervention attempt, the physician intended to treat the total occlusion with a stealth 360 peripheral orbital atherectomy device (oad). The wire passage was complex, but the physician was able to advance the viperwire guide wire intraluminal in the target vessel. The first treatment was performed on low speed. The patient immediately experienced severe pain in the lower leg. The procedure was paused, then continued. Angiographic imaging showed no visible result, which was initially interpreted as a strong spasm. Vessel spasm medication was administered. The ata occluded after atherectomy, above the actual occlusion site. Since the pain was severe, orbital atherectomy was aborted. The physician proceeded to dilate the vessel at 4 bar. After intervention, the physician suspected a vessel spasm occurred. A day post procedure, the physician stated the toe appeared pale and showed no perfusion. An amputation was likely required prior to attempting the procedure. The physician believed process for amputation may have been accelerated due to the attempted procedure.